Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a zebra guidewire was used in the ureter during ureterolithotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the tip of the zebra guidewire was tough and pointed, indicating that the core wire broke. After several insertion, the ureteral mucosa was perforated, which created a false path. Reportedly, the ureteral mucosa was damaged and bleeding noted during the procedure. In the physician's assessment, he could not confirm whether the zebra caused or contributed to the perforation of the ureter, including the damaged ureteral mucosa, and bleeding. There was no intervention performed to address the perforation and bleeding. The procedure was completed with a second zebra guidewire. The patient's condition at the conclusion of the procedure was reported to be stable.